Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was inspected on (B)(6) 2019. According to the complainant, during the storage of the product, the inner pouch packaging of the device was noted to have protruding sharp edges which caused damage and perforation to the pouch. Reportedly, the device sterility was compromised. This was found prior to use with a patient or procedure.